Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed upstream occlusion. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor upper and lower sensor readings out of the calibrated specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.